Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to replace this ambicor penile prosthesis (app) due to sensitivity causing the pump to be too painful for the patient to operate. The app was removed and replaced with a malleable prosthesis. There were no patient complications. Product return is not expected, but should further information become available, bsc will submit a supplemental report with any new information.